Event description:
Literature mentioned that immediately after intubation for a left thyroid lobectomy for papillary thyroid carcinoma with a nim emg tube, ¿the lungs became difficult to ventilate, evidenced by absent breath sounds bilaterally, no visible chest rise, and no end-tidal co2 detection.¿ ¿at this time, bronchospasm was suspected, and a total of 900 mcg of inhaled albuterol was administered, along with 20 mcg of IV epinephrine in 10 mcg increments. The patient remained hemodynamically stable with systolic blood pressures ranging from 150-165, heart rate 60-75, and spo2 100%. Nim ett positioning was again confirmed using video laryngoscopy. At this point, the patient desaturated to spo2 of 72% and then lost pulse ox on the monitor; blood pressure increased to 213/107, peak airway pressure increased to 42 mmhg, and the anesthesia team called for additional assistance with airway management. The nim ett was removed, and the patient was re-intubated using a standard 7.0 ett after which they were able to be successfully ventilated and spo2 recovered to 100%. An additional 450 mcg of inhaled albuterol and 180 mcg of IV epinephrine were administered to maintain bronchodilation. During this period, an arterial line was placed for enhanced hemodynamic monitoring. The patient was reintubated, and there was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.